Event description:
It was reported that during a ptca/stenting procedure in a 99% stenotic lesion in the obtuse marginal branch, the physician had difficulty advancing a stent delivery system. He used multiple balloon catheters and was finally able to dilate the lesion to 90% stenosis. He was again unsuccessful in advancing a stent delivery system across the stenosis so he positioned the ace catheter in the mid portion of the lesion. He inflated the balloon 3 times to 7-13 atms for 10 sec to 1 min 30 sec. On the fourth inflation of 12 atms for 50 sec, he noted the balloon ruptured. (Rated burst pressure of the balloon catheter is 8 atms) he had difficulty in attempting to remove the catheter and it broke, leaving the distal half of the balloon and the wire in the obtuse marginal artery. The physician indicated that he had obtained a good result from the dilatation with the ace balloon. Multiple snares, wires and catheters were used in attempting to retrieve the fragment over a 1 1/2 hour period of time. The pt was angina free and hemodynamically stable at this time. Pt was off-pump coronary artery bypass. The surgeon placed two vein grafts to the proximal and distal obtuse marginal, but was unable to remove the fragment. Pt therefore ligated the artery proximal to the anastomosis to prevent possible embolization of microthrombi from the foreign body. The pt tolerated the procedure well and was transferred to ICU in satisfactory condition following surgery. Pt is reported to be doing well post-operatively and has normal lv function.